Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that during post-dilatation of a mildly tortuous, heavily calcified, 60% stenosed external iliac artery (eia), the first fox plus ruptured at the second inflation at 12 atm. A second fox plus balloon was delivered to the lesion for post-dilatation; however, it also ruptured at the second inflation at 12 atm. A non-abbott balloon catheter was used to complete the procedure. There were no reported adverse pt sequelae. No additional information was available.